Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, the cuff didn't inflate normally. There is no reported patient involvement.

Manufacturer narrative:
(B)(4). The confirmed failure is a known issue and has been investigated under a corrective and preventative action.